Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her blood glucose has been low and one day it was 22 mg/dl. Caller stated that this happened in the morning. Caller didn't have the insulin pump and was not with the customer. Caller stated that she will call back.